Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was to be used on a homecare patient to deliver an unspecified concentration of daptomycin via gravity. It was reported that prior to priming of the tubing set, the patient noted a round shaving white plastic in the drip chamber of the tubing set prior to connecting to the solution container. The tubing ste and solution container were replaced and the therapy was initiated. Though requested, no additional information was provided.